Event description:
On (B)(6) 2013, the reporter contacted animas alleging a damaged display issue. The reporter stated that the display screen had extensive scratches and that it was difficult to read. No additional information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.